Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that approximately three months after the implant of this 26 mm transcatheter bioprosthetic valve, moderate paravalvular leak (pvl), along with increased gradient measurements due to a septal wall bulge was noted. The septal bulge was present prior to the implant. The valve was implanted at 4-5mm on the non-coronary cusp (ncc) and 5-6mm on the left coronary cusp (lcc). It was reported that the valve appeared to be constrained. Although the gradient across the first valve was single digit, the reported gradient of concern was located between the apex of the left ventricle and the left ventricular outflow tract (lvot), reportedly not related to the valve. A 23 mm balloon aortic valvuloplasty (bav) was performed, however the pvl remained moderate. Subsequently a second 29mm transcatheter bioprosthetic valve was implanted, valve-in-valve, 2-3 mm deeper in the annulus. The larger valve was placed to help with radial force to push against heavy calcium. The pvl improved to mild. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.